Event description:
The complainant stated that the brake will set but the casters continue to roll.

Manufacturer narrative:
The technician found the brake was not locking all the way and jamming. He isolated the issue to the brake detent. He replaced the brake detent assembly to repair the bed.